Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had some issue. The customer¿s blood glucose level was unknown. The customer states the that transmitter no bling after connect to the sensor. After removing there was no electrode. The sensor will be returned for analysis.